Event description:
It was reported that the customer was hospitalized for high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed functional tests including the seat/rewind, occlusion, and prime tests.